Manufacturer narrative:
Add'l info: the recipient's device was explanted. It was reported that no other medical intervention took place prior to device explant. The recipient's site is healing well.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The company was informed that the recipient's electrode extruded through the skin. Device revision surgery has been scheduled.